Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratches developed over time during normal use of device. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.